Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during priming the circuit of the beq-top 33704 ecls pack had a leak from the de airing port and was noticed on (B)(6) . This was noted prior to use and therefore no patient involvement.